Event description:
It was reported that the pt underwent a total hip arthroplasty on (B)(6) 2008. A revision surgery was done on (B)(6) 2010 due to unk reason.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. The failure rate for early loosening is monitored and comparable to the general failure rates of metal or metal implants of various competitors on the market. A tight monitoring by pms is going for revisions with u.s. Durom cups where the initial implant date occurred after the relaunch of the u.s. Durom cup. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).